Manufacturer narrative:
Service inspected the instrument and performed an internal decontamination as the instrument had not processed patients in a year. However, a single definitive part was not determined to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the instrument was serviced. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that false positive architect syphilis results were generated for two patient samples. The following data was provided. Patient 1: on (B)(6) 2023, architect syphilis results: 3.41, 3.53 and 3.20 s/co (all positive). Vdrl result: negative. Patient 2: on (B)(6) 2023, architect syphilis results: 2.80 s/co (positive), 2.50 s/co (positive, serum sample) and 0.89 s/co (negative, plasma sample). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.